Manufacturer narrative:
Additional contact: (B)(4).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable clamp tubing alarm. It was noted that the pump was attempted to be started and the alarm occurred. It was noted that the pump setting was reviewed, tubing clamped at the port site, pump was turned off, cassette removed, tubing massaged, and one air bubble was presented. The process was repeated but the alarm persisted. No patient consequences were reported. No adverse effects were reported.